Manufacturer narrative:
Qn# (B)(4). The customer provided two images showing a hemodialysis kit. Visual analysis revealed that the middle of the lidstock contained a large cut. The customer also returned one opened hemodialysis kit for analysis. No definite signs-of-use were observed on the components. Visual analysis revealed a large cut in the middle of the lidstock. Microscopic examination revealed that the cut was straight; however, the edges were jagged. The sticker label also appeared to be slightly damaged from the defect. Analysis of the damage on the sticker label revealed a straight, uniform indention. Likewise, microscopic examination of the main damage revealed the outline of this same indention. This indicates that the lidstock was first damaged by a sharp object, which later caused the hole to form on the lidstock. No sharp edges were exposed within the kit as protective tubing was present. The packaging facility was contacted as part of this complaint investigation. They indicated that there is no part of the packaging process that would have caused this damage after the sticker label has been placed. They also indicated that this finished good is packaged so that there are 5pcs per a shipping container box. Four of these kits are oriented trays down and the fifth kit is oriented tray up. No part of the lidstock should be exposed. The distribution facility was contacted as part of this complaint investigation. They indicated that no transfers were made to re-box the shipping contents for this finished good. A device history record review was performed, and no relevant findings were identified. The msk graphic for the finished kit was analyzed as part of this complaint investigation. The drape sits right under the portion of the lidstock that was cut. Hence, the damage that was present on the drape. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a sterility issue was confirmed through complaint investigation of the returned sample and the customer supplied photos. Visual analysis revealed that the lidstock and sticker label contained a straight , uniform indent, which resulted in a tear to occur. Confirmation from packaging and distribution revealed that this damage could not have occurred at either facility. Additionally, the finished good is oriented within the shipping container so that the lidstocks are not exposed. Based on this and the customer report, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the package was found broken" prior to patient use. Device was not used on patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the package was found broken" prior to patient use. Device was not used on patient.